Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("suspected essure misplacement, possibly with the essure protruding through into the intraabdominal structures"), uterine perforation ("possible uterine perforation second to essure") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rash and anaphylactic shock due to tree nuts and seeds. Concurrent conditions included body mass index normal. Concomitant products included celecoxib (celebrex), pregabalin (lyrica), quetiapine fumarate (seroquel) and tramadol. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), device allergy ("allergic or hypersensitivity reaction type: allergy to device"), depression ("psychological or psychiatric problems condition: severe depression"), urticaria ("hives"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), coagulopathy ("blood or heart disorder/condition type: blood clots"), hypertension ("hypertension"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea/constipation"), constipation ("constipation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6)2016, the patient was found to have uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/left side abdominal pain"), back pain ("severe back pain"), pruritus ("itching"), rash ("rashes/ rashes or skin conditions type: idiopathic rashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and al laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, fatigue, pruritus, rash, female sexual dysfunction, urticaria, diarrhoea, constipation, uterine leiomyoma, alopecia and urinary incontinence had resolved and the device dislocation, uterine perforation, device allergy, depression, bladder disorder, urinary tract disorder, coagulopathy, hypertension and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, coagulopathy, constipation, depression, device allergy, device dislocation, diarrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, pelvic pain, pruritus, rash, urinary incontinence, urinary tract disorder, urticaria, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: patient continued to experience these symptoms until (B)(6)2016 when she underwent a hysterectomy with removal of the essure device. Patient's symptoms substantially resolved after the (B)(6)2016 surgery. There were two visible coils on the left and three visible coils on the right side the patient underwent the planned procedure and her hospital admission continued for postoperative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record : hypertension, hives,device dislocation,uterine perforation. Most recent follow-up information incorporated above includes: on 4-dec-2018: this case (B)(4) was detected to be a duplicate to (B)(4) which will be deleted after all information was transferred to this retained case (b)(64: no new information incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("suspected essure misplacement, possibly with the essure protruding through into the intraabdominal structures"), uterine perforation ("possible uterine perforation second to essure") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rash and anaphylactic shock due to tree nuts and seeds. Concurrent conditions included body mass index normal. Concomitant products included celecoxib (celebrex), pregabalin (lyrica), quetiapine fumarate (seroquel) and tramadol. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), device allergy ("allergic or hypersensitivity reaction type: allergy to device"), depression ("psychological or psychiatric problems condition: severe depression"), urticaria ("hives"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), coagulopathy ("blood or heart disorder/condition type: blood clots"), hypertension ("hypertension"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea/constipation"), constipation ("constipation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/left side abdominal pain"), back pain ("severe back pain"), pruritus ("itching"), rash ("rashes/ rashes or skin conditions type: idiopathic rashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and al laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, fatigue, pruritus, rash, female sexual dysfunction, urticaria, diarrhoea, constipation, uterine leiomyoma, alopecia and urinary incontinence had resolved and the device dislocation, uterine perforation, device allergy, depression, bladder disorder, urinary tract disorder, coagulopathy, hypertension and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, coagulopathy, constipation, depression, device allergy, device dislocation, diarrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, pelvic pain, pruritus, rash, urinary incontinence, urinary tract disorder, urticaria, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: patient continued to experience these symptoms until (B)(6) 2016 when she underwent a hysterectomy with removal of the essure device. Patient's symptoms substantially resolved after the (B)(6) 2016 surgery. There were two visible coils on the left and three visible coils on the right side the patient underwent the planned procedure and her hospital admission continued for postoperative recovery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record : hypertension, hives,device dislocation,uterine perforation. Most recent follow-up information incorporated above includes: on 4-dec-2018: pfs received:device dislocation,uterine perforation added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic rash and anaphylactic shock due to tree nuts and seeds. Concurrent conditions included body mass index normal. Concomitant products included celecoxib (celebrex), pregabalin (lyrica), quetiapine (seroquel) and tramadol. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), device allergy ("allergic or hypersensitivity reaction type: allergy to device"), depression ("psychological or psychiatric problems condition: severe depression"), urticaria ("hives"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), coagulopathy ("blood or heart disorder/condition type: blood clots"), hypertension ("hypertension"), weight increased ("weight gain"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea/constipation"), constipation ("constipation") and alopecia ("hair loss"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/left side abdominal pain"), back pain ("severe back pain"), pruritus ("itching"), rash ("rashes/ rashes or skin conditions type: idiopathic rashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, fatigue, pruritus, rash, female sexual dysfunction, urticaria, diarrhoea, constipation, uterine leiomyoma, alopecia and urinary incontinence had resolved and the device allergy, depression, bladder disorder, urinary tract disorder, coagulopathy, hypertension and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, coagulopathy, constipation, depression, device allergy, diarrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, pelvic pain, pruritus, rash, urinary incontinence, urinary tract disorder, urticaria, uterine leiomyoma and weight increased to be related to essure. The reporter commented: patient continued to experience these symptoms until (B)(6) 2016 when she underwent a hysterectomy with removal of the essure device. Patient's symptoms substantially resolved after the (B)(6) 2016 surgery. There were two visible coils on the left and three visible coils on the right side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Concerning the injuries reported in this case the following event one/ones were described in patients/medical record : hypertension, hives. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received.her demographic was added. Her historical condition were added. Lab data was added. Following event: allergic or hypersensitivity reaction type: allergy to device, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: severe depression, rashes or skin conditions type: idiopathic rashes, hives, bladder problem, urinary tract disorder, blood or heart disorder/condition type: blood clots, hypertension, weight gain, gastrointestinal or digestive system condition type: diarrhea/constipation, fibroid, hair loss, urinary incontinence. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), device dislocation ('suspected essure misplacement, possibly with the essure protruding through into the intraabdominal structures/ migration') and uterine perforation ('possible uterine perforation second to essure') in a 33-year-old female patient who had essure (batch no. 880436, 867600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rash and anaphylactic shock due to tree nuts and seeds. Concurrent conditions included body mass index normal. Concomitant products included celecoxib (celebrex), pregabalin (lyrica), quetiapine fumarate (seroquel) and tramadol. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), device allergy ("allergic or hypersensitivity reaction type: allergy to device"), depression ("psychological or psychiatric problems condition: severe depression"), urticaria ("hives"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), coagulopathy ("blood or heart disorder/condition type: blood clots"), hypertension ("hypertension"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea/constipation"), constipation ("constipation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain/left side abdominal pain"), back pain ("severe back pain"), pruritus ("itching"), rash ("rashes/ rashes or skin conditions type: idiopathic rashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("urinary incontinence"), hypersensitivity ("allergy nos") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and al laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, fatigue, pruritus, rash, female sexual dysfunction, urticaria, diarrhoea, constipation, uterine leiomyoma, alopecia and urinary incontinence had resolved and the device dislocation, uterine perforation, device allergy, depression, bladder disorder, urinary tract disorder, coagulopathy, hypertension, weight increased, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, coagulopathy, constipation, depression, device allergy, device dislocation, diarrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, hypertension, pelvic pain, pruritus, rash, urinary incontinence, urinary tract disorder, urticaria, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: patient continued to experience these symptoms until (B)(6) 2016 when she underwent a hysterectomy with removal of the essure device. Patient's symptoms substantially resolved after the (B)(6) 2016 surgery. There were two visible coils on the left and three visible coils on the right side the patient underwent the planned procedure and her hospital admission continued for postoperative recovery. Patient received treatment for- pelvic pain, abdominal pain, rash, skin condition, hypersensitivity, migration, uterine perforation, hair loss and fibroids diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case the following event ones were described in patients medical record : hypertension, hives,device dislocation and uterine perforation, pelvic pain. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Reporter information updated. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), device dislocation ('suspected essure misplacement, possibly with the essure protruding through into the intraabdominal structures/ migration') and uterine perforation ('possible uterine perforation second to essure') in a 33-year-old female patient who had essure (batch no. 880436, 867600-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rash and anaphylactic shock due to tree nuts and seeds. Concurrent conditions included body mass index normal. Concomitant products included celecoxib (celebrex), pregabalin (lyrica), quetiapine fumarate (seroquel) and tramadol. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), device allergy ("allergic or hypersensitivity reaction type: allergy to device"), depression ("psychological or psychiatric problems condition: severe depression"), urticaria ("hives"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), coagulopathy ("blood or heart disorder/condition type: blood clots"), hypertension ("hypertension"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea/constipation"), constipation ("constipation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain/left side abdominal pain"), back pain ("severe back pain"), pruritus ("itching"), rash ("rashes/ rashes or skin conditions type: idiopathic rashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("urinary incontinence"), hypersensitivity ("allergy nos") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and al laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, fatigue, pruritus, rash, female sexual dysfunction, urticaria, diarrhoea, constipation, uterine leiomyoma, alopecia and urinary incontinence had resolved and the device dislocation, uterine perforation, device allergy, depression, bladder disorder, urinary tract disorder, coagulopathy, hypertension, weight increased, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, coagulopathy, constipation, depression, device allergy, device dislocation, diarrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, hypertension, pelvic pain, pruritus, rash, urinary incontinence, urinary tract disorder, urticaria, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: patient continued to experience these symptoms until (B)(6) 2016 when she underwent a hysterectomy with removal of the essure device. Patient's symptoms substantially resolved after the (B)(6) 2016 surgery. There were two visible coils on the left and three visible coils on the right side the patient underwent the planned procedure and her hospital admission continued for postoperative recovery. Patient received treatment for- pelvic pain, abdominal pain, rash, skin condition, hypersensitivity, migration, uterine perforation, hair loss and fibroids diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Gynaecological examination - on an unknown date: uterus, cervix and fallopian tubes (no ovaries): 285 gram organ showing no cervical mucosal abnormality. Early secretory phase endometrium. Adenomyosis solitary, cytologically benign leiomyoma measuring 4.0 x 2.0 cm involving the anterior wall of the uterus in the lower uterine region. Unremarkable fallopian tubes for age. No ovaries are submitted for examination. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case the following event ones were described in patients medical record : hypertension, hives,device dislocation and uterine perforation, pelvic pain. This lot number 867600 is inv. Lot number: 880436 manufacturing date: 2011/07 expiration date: 2014/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), device dislocation ('suspected essure misplacement, possibly with the essure protruding through into the intraabdominal structures/ migration') and uterine perforation ('possible uterine perforation second to essure') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rash and anaphylactic shock due to tree nuts and seeds. Concurrent conditions included body mass index normal. Concomitant products included celecoxib (celebrex), pregabalin (lyrica), quetiapine fumarate (seroquel) and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), device allergy ("allergic or hypersensitivity reaction type: allergy to device"), depression ("psychological or psychiatric problems condition: severe depression"), urticaria ("hives"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), coagulopathy ("blood or heart disorder/condition type: blood clots"), hypertension ("hypertension"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea/constipation"), constipation ("constipation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) of 2016, the patient was found to have uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain/left side abdominal pain"), back pain ("severe back pain"), pruritus ("itching"), rash ("rashes/ rashes or skin conditions type: idiopathic rashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse), urinary incontinence ("urinary incontinence"), hypersensitivity ("allergy nos") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and al laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, fatigue, pruritus, rash, female sexual dysfunction, urticaria, diarrhoea, constipation, uterine leiomyoma, alopecia and urinary incontinence had resolved and the device dislocation, uterine perforation, device allergy, depression, bladder disorder, urinary tract disorder, coagulopathy, hypertension, weight increased, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, coagulopathy, constipation, depression, device allergy, device dislocation, diarrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, hypertension, pelvic pain, pruritus, rash, urinary incontinence, urinary tract disorder, urticaria, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: patient continued to experience these symptoms until (B)(6) 2016 when she underwent a hysterectomy with removal of the essure device. Patient's symptoms substantially resolved after the (B)(6) 2016 surgery. There were two visible coils on the left and three visible coils on the right side the patient underwent the planned procedure and her hospital admission continued for postoperative recovery. Patient received treatment for- pelvic pain, abdominal pain, rash, skin condition, hypersensitivity, migration, uterine perforation, hair loss and fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case the following event ones were described in patients medical record : hypertension, hives,device dislocation and uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event allergy nos & autoimmune disorder were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), pruritus ("itching") and rash ("rashes"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, fatigue, pruritus and rash had resolved. The reporter considered abdominal pain, back pain, fatigue, genital haemorrhage, pelvic pain, pruritus and rash to be related to essure. The reporter commented: patient continued to experience these symptoms until (B)(6) 2016 when she underwent a hysterectomy with removal of the essure device. Patient's symptoms substantially resolved after the (B)(6) 2016 surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.